Manufacturer narrative:
A: patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is china. H3. Device evaluation summary: product analysis #290532810: part # 9393008 lot # h5705945 visual and optical inspection revealed the implant was returned fractured into multiple pieces. Initiating fracture appears to be at the ¿nose¿ of the implant, suggesting significant impact during insertion. This type of damage is consistent with brittle overload during implantation in a narrowed vertebral disc space as the mechanism of failure. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility (hcp) via manufacturer representative regarding spinal product which is used in transforaminal lumbar interbody fusion (tlif) spinal therapy for l45 herniated disc and lumbar spinal stenosis. It was reported that the cage was broken. There were no broken fragments left inside the patient and no further complications or symptoms were reported.